Event description:
It was reported that during the implant attempt, there was placement difficulty with the right atrial (ra) lead. The ra lead was placed in various positions; however, the lead had high thresholds and low sensing. The ra lead was not implanted and another lead was used. It was noted that the physician deliberately cut the ra lead to retain access while implanting the replacement ra lead. It was further reported that during the implant attempt, there was placement difficulty with the right ventricular (rv) lead. It was also noted that the helix would not deploy during a repositioning attempt. Different rotation tools were used without success. Torque had built up but had not translated down the lead. When the rv lead was pulled back the torque released and the helix suddenly deployed. The helix was retracted and the rv lead was fixated in another position in the right ventricle. The rv lead remains in use. No patient complications have been reported as a result of this event.